Manufacturer narrative:
(B)(4). One flexiva ID tractip 200 laser fiber was returned in one continuous piece. The piece measured approximately 317.4 cm from the top of the connector and included the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared degraded from normal use. Fibers are consumable and meant to degraded. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Visual examination revealed that light cannot travel completely to the fiber face within the sma connector to illuminate it indicating that the fiber was broken within the connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all the manufacturing specifications.

Event description:
It was reported to boston scientific corporation on march 21, 2019 that a flexiva 200 tractip laser fiber was used in a ureteroscopy (urs) procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a deka laser console with laser settings of 0.5 joules and 20 hertz. According to the complainant, during the procedure, it was noted that the aiming beam was not visible after 2 minutes of use and there was no laser energy coming out from the laser fiber. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. The patient was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the sma connector.